Event description:
Additional information: while admitted the patient was transfused 2 units of packed red blood cells (prbcs) on (B)(6) 2018 and again on (B)(6) 2018. After these transfusions the patient experienced nose bleeds on (B)(6) 2018 and (B)(6) 2018. The event was considered resolved on (B)(6) 2018.

Manufacturer narrative:
Additional information: no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months, 22 days. Manufacturers investigation conclusion: a specific cause for the report of infection and bleeding could not be conclusively established through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists various forms of infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient was admitted to the hospital for infection and high international normalized ratio (inr). The patient was diagnosed as anemic and healthcare providers decided to hold coumadin on (B)(6) 2018. Coumadin was restarted on (B)(6) 2018 and two units of red blood cells were given on (B)(6) 2018. It was determined that the patient was given a blood transfusion due to generalized coagulopathy. The account indicated that the event resolved.